Event description:
It was reported that "the cassette leaked at the connection with the extension tube, causing the pump to get wet in the bag around 12:00. After replacing the cassette and starting administration, it leaked again, so both the cassette and extension tube were replaced.". This occurred while patient use, during infusion. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used. List #21-7106-24, set, extension, 60". As received, there were no damages or anomalies observed. The used sample was leak tested at 45 psi for 30 sec. Using a hydrostatic pressure pump as per pq-016. No leaks were observed throughout the tubing set. The complaint of leakage cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.